Event description:
Pt underwent laparoscopic cholecystectomy, catheter needle introduced via skin incision. The catheter was guided to the cystic bile duct and clamped in site via 10mm clip. The catheter passed and was advanced through the needle; and the needle was removed from the skin (remained intact with catheter). A choloangiogram was performed then the cystic bile duct clip was removed. The catheter pulled from site and an attempt was made to remove the catheter from the skin site. The tip of the catheter prevented catheter from being removed. Diathermy was applied in an effort to free the catheter tip. The physician was unable to advance the catheter into the pt for visualization of the tip. It took approx 5-10 mins to free the catheter. When removed, the tip of the catheter was noted to be missing between the skin and fatty tissue. It was noted that the catheter kinked after applying clip in cystic duct. The tip has since been removed by other surgeons, who suggest that this was due to a faulty design in the product. Info provided 3/3/2008 stated the pt did not have tortuous anatomy. We were also advised that when the product is clamped, it creates a weak point in the catheter and to removed it from the skin site, resistance is encountered and the catheter breaks at the weak point.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. However, based on the info provided, it is possible the clip was applied with force strong enough to cut the tubing. As this device is inspected 100% prior to transit, it is feasible to say this incident occurred due to procedurally related circumstances, rather than a non-conforming or defective device.